Event description:
A customer contacted haemonetics on (B)(6) 2010 to report a blood spill within an orthopat machine. No donor or operator injury or reaction was reported.

Manufacturer narrative:
Upon evaluation of the device the reported problem was verified. The machine was decontaminated and the components which were damaged were replaced. The machine is now ready for use. (B)(4).